Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump did not start during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump did not start during priming. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported failure and replaced the processor board. Subsequent testing did not identify further issues and the pump was returned to service. The replaced board was sent to sorin group (B)(4) for further investigation. Visual inspection did not identify any abnormalities or defects and the functional and hardware testing did not identify any issues with the device. As the issue was not reproduced during the manufacturer's investigation, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group deutschland will continue to monitor for trends related to this type of issue.